Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reported statement " the marker point at the microcatheter tip end was almost separated from the catheter shaft" was clarified to mean that displacement occurred. The cause of the event was not determined.

Event description:
Medtronic received a report that upon opening the echelon catheter was damaged. The patient was undergoing surgery for treatment of an endovascular embolization treatment for intracranial aneurysm. It was noted the patient's access vessel was the femoral artery with an mm vessel diameter and that the vessel tortuosity was moderate. It was reported that during treatment of a posterior communicating artery aneurysm, the operator planned to use an shapeable echelon to deliver the coil. However, after unpacking the microcatheter, it was found that the marker point at the microcatheter tip end was almost separated from the catheter shaft. To ensure procedural safety, the microcatheter was replaced with a new one, and the procedure was continued. The catheter was flushed and all devices we prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a ton-bridge medical silver snake guide catheter, johnson & johnson long sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.